Event description:
Implant iris repositioning, right eye. The device migrated out of the capsular bag and became unstable in the anterior chamber at one month requiring urgent repositioning. (B) (6) 2010, follow up visit revealed normal tension at 11mmhg (right eye) on glaucoma drops and vision is 20/100 uncorrected and 20/80 pin hole, patient's lifetime best.